Event description:
It was reported that a pt underwent a gynecological procedure on (B)(6) 2009. During the procedure, the blade was stopping. The cpc connector may not be in correct alignment, however, the customer had bent the disposable hand piece to attach it to the motor drive unit. No adverse pt consequences occurred.

Manufacturer narrative:
(B)(4). (B)(4). Damage to drive connector or coupling. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria.